Event description:
It was reported that during equipment testing conducted at the user facility the aseptic housing disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress.

Event description:
It was reported that during equipment testing conducted at the user facility the aseptic housing disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, top fell off, was not confirmed as the device was not returned for evaluation.